Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty placing the atrial leads. Both leads exhibited undersensing and high thresholds. A single chamber device was implanted. No patient complications have been reported as a result of this event.